Manufacturer narrative:
Title: robotic-assisted approach improves vessel preservation in spleen-preserving distal pancreatectomy source: dig surg 2016;33:406¿413, doi: 10.1159/000444269 016. S. Karger ag, basel 0253¿4886/16/0335¿0406$39.50/0. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature, (september 2009 and may 2015) this study aimed to assess the outcome of a robotic-assisted laparoscopic dp (ra-ldp) and its rate of vessel preservation and sp compared to conventional laparoscopic dp (c-ldp). A device stapler was used in the procedure. 29 patient was undergo conventional laparoscopic distal pancreatectomy (c-ldp) and 12 patient undergo a robotic assisted laparoscopic distal pancreatectomy (ra-ldp). In the conventional group (c-ldp), 3/29 (10%) had post-operative hemorrhage and 3/29 (10%) required re-operation. In the robotic assisted group (ra-ldp), 2/12 (17%) had post-operative hemorrhage and 2/12 (17%) required re-operation.